Event description:
It was reported that during the use of the fiber on a pt during a prostate procedure, the user observed a sudden flash and then the fiber cap detached. The event was noted when 29,000 joules had been used. It was reported that the cap was flushed out of the pt. It was reported that the fiber tip had not touched the pt's tissue. There was no harm to the user or the pt as a result of this incident.

Manufacturer narrative:
(B)(4).